Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. (B)(6) has a patient who received a medial uni on (B)(6) 2015. The patient had an injury to their knee unrelated to the surgery. After they injured their knee they complained of medial pain. Dr. (B)(6) believes the injury may have caused bony growth impinging on the implant. He exchanged the poly and cleaned up the joint, as the femoral and tibial components showed no signs of loosening. Afterwards he felt the knee was smooth and balanced throughout range of motion.

Manufacturer narrative:
An event regarding pain and revision involving an mako insert was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by (B)(4). If devices and/or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) has a patient who received a medial uni on (B)(6) 2015. The patient had an injury to their knee unrelated to the surgery. After they injured their knee they complained of medial pain. Dr. (B)(6) believes the injury may have caused bony growth impinging on the implant. He exchanged the poly and cleaned up the joint, as the femoral and tibial components showed no signs of loosening. Afterwards he felt the knee was smooth and balanced throughout range of motion.